Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00250, device 2 is being reported under MDR-2247858-2024-00251, and device 3 is being reported under MDR-2247858-2024-00252. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may have not been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Subject (B)(6) completed their 2-year follow-up on (B)(6)2024. The CT dated (B)(6) 2024 reflected a type iiib endoleak, as confirmed by the investigator. The pi also separately stated "there is a new endoleak which appears to be a type iiib endoleak but may be type ii. The aorta has clearly grown" and deemed the event device related. Per the CT report, a large aneurysm developed in the lower abdominal aorta measuring 68mm x 46mm x 92mm. Due to its' size the ivc is compressed and slit-like, although still patent. The investigator noted a >5mm increase in sac size for 2-year CT with a maximum diameter of 76mm as compared to the 30-day CT dated (B)(6)2022 with a measurement of 64mm (~12mm increase). An additional CT was performed two weeks later on (B)(6) 2024 which contradicts the 2-year CT stating instead a small type ii lumbar endoleak. The site initially reported an adverse event for ascending aortic aneurysm that was deemed device related by the investigator. The aneurysm was identified on the additional CT dated (B)(6)2024 and was measured at 49mm as compared to a pre-enrollment CT in 2021 measuring 45mm. Update 30oct2024: the investigator rescinded their assessment of related to device and no action has been taken to date, therefore it does not meet ae reporting for the study. On (B)(6) 2024, the subject underwent a coil embolization via the right internal iliac artery using ruby coils, along with a balloon angioplasty in the right internal iliac artery. There were no complications to note and subject was admitted for observation. On (B)(6)2024 subject remained stable during his stay." Patient outcome - "the event is ongoing as the subject's hospitalization was extended due to a separate health issue and remains admitted as of (B)(6) 2024."

Event description:
"Subject (B)(6) completed their 2-year follow-up on (B)(6) 2024. The CT dated (B)(6) 2024 reflected a type iiia endoleak, as confirmed by the investigator. Per the CT report, a large aneurysm developed in the lower abdominal aorta measuring 68mm x 46mm x 92mm. Due to its' size the ivc is compressed and slit-like, although still patent. Pending further site details. Additional information received on 09/06/2024: additional CT done on (B)(6) 2024. The pi assess his measurements as being >5mm increase for the 2-year follow-up compared to 30-day (~12mm increase).". Patient outcome - "the event is ongoing. Pending further site details".

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00250, device 2 is being reported, and device 3 is being reported under MDR-2247858-2024-00252. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.